Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the pump was not dropped or bumped at all. Customer works in a bank and customer stated that the manager kept the pump in the safe for her until today. Alarm was cleared. Customer was not able to rewind the pump. Customer disconnected from the pump. Insulin pump will need to be replaced. Customer's last blood glucose level was 17.5 mmol/l. Customer was advised to remove the pump battery to prevent continued alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.